Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1997, awareness date 23-oct-2015). It refers to a (B)(6) female consumer age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Additional information received on 15-nov-2015 (ptc investigation result). The consumer reported that her first daughter was born premature and she was on progesterone during the entire second pregnancy. She stated that the essure insertion hurt like hell. She started getting insomnia and her hair started coming out more than usual. In (B)(6) 2015 she started getting hives all over thighs, and then it spread to stomach area. She scratched so much she almost started to bleed. She had to stop breastfeeding her daughter because she was on benadryl. After having hives for 3 weeks she decided to go to an allergist and found out she was allergic to nickel. On (B)(6) 2015 she had essure removed. She had her tubes completely removed and after she woke up from the procedure she was told that one of the coils was intact and the other was behind uterus, completely out of her tube. She was also told that when trying to place the coil in her tube it preferred her uterus and her tube/ovary actually sucked the coil and the doctor had to pull it out so it would be in the right spot. That was the coil found behind her uterus. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm arty quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic to nickel. She had essure removed and had her tubes completely removed. She was told that one coil was intact, the other was behind uterus, completely out of tube (seen as device dislocation). Both events are serious and listed in the reference safety information for essure. In this case, the exact date and mechanism of dislocation were not known. Based on their nature and considering that allergy reaction and device dislocation may occur during essure therapy, a causal relationship with suspect insert cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded that a relationship between the reported medical event(s) and a quality defect is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.